Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the entire needle and safety device fell off when trying to engage the safety device. No injury reported.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The lot was produced on february 1 ¿ 4, 21, 22, 2022. A sample was not received for evaluation. Without additional information, a representative sample(s), or photograph(s) being provided, a more complete investigation cannot be performed to the full extent and the reported condition cannot be confirmed. Although the reported condition cannot be confirmed, a corrective and preventive action has been initiated to address the reported issue.